Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be reprogrammed and change the polarity. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Ipg and rv lead remain in use. No patient complications have been reported as a result of this event.